Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 initial reporter establishment name : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a hazy image in one direction of the field of view during inspection for use, involving an olympus rigid video laparoscope. There were no reports of patient injury.